Manufacturer narrative:
Investigation: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. A full root cause analysis could not be conducted with the available information as no sample or photos were returned. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced a loose plunger. The following information was reported by the initial reporter: syringe is leaking, the plunger was not attached properly.

Manufacturer narrative:
Date of event: unknown. PMA/510(k)#: k011369, k060743, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced a loose plunger. The following information was reported by the initial reporter: syringe is leaking, the plunger was not attached properly.